Event description:
A hospital in (B)(6) reported that air leaked from the water trap of an rt205 adult breathing circuit during use as a result from a nurse tightening the bowl and causing the lid to be deformed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This complaint was determined to be vigilance reportable on 08 march 2012, when there was a fault confirmed on the complaint device. The rt205 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned expiratory limb of the complaint breathing circuit was visually inspected. A lot check was not performed as no lot number was provided. Results: visual inspection revealed that the bowl and the lid of the water trap were found to be deformed. Conclusion: due to the attempts of the nurse to tighten the watertrap it was not possible for us to determine what caused the reported water leak. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. The user instructions for rt206 adult breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm. Our monitoring and trending of events involving water trap leaks in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of january 2012.